Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had high blood glucose levels of 360 mg/dl. The customer reported that the insulin pump alarmed no delivery. The customer also reported that the battery compartment of the insulin pump had a crack. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No excessive no delivery alarms noted. Insulin pump received with cracked battery tube thread noted. The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2014.